Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient¿s ipg was superficial and it was uncomfortable. The patient underwent a revision procedure wherein the ipg was relocated deeper. The patient was doing well post operatively.

Event description:
A report was received that the patient¿s ipg was superficial and it was uncomfortable. The patient underwent a revision procedure wherein the ipg was relocated deeper. The patient was doing well post operatively.